Manufacturer narrative:
The tsh reagent lot number was 706442 with an expiration date of 29-feb-2024. The troponin t hs stat reagent lot number was 688124 with an expiration date of 31-may-2024. The field service engineer (fse) replaced the measuring cell, the sample/reagent probe, and replaced a damaged protector cover. Instrument performance testing was acceptable. The customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for elecsys tsh (tsh) on a cobas e 411 immunoassay analyzer. Of the data provided, discrepant results were identified for 4 patient samples tested for elecsys troponin t hs stat (troponin t hs stat). The following are examples of discrepant results for 3 patient samples tested for tsh: patient 1 initial result was 0.019 miu/l. The repeat result was 3.95 miu/l. Patient 2 initial result was 0.018 miu/l. The repeat result was 2.07 miu/l. Patient 3 initial result was 0.016 miu/l. The repeat result was 1.04 miu/l. The initial tsh results were reported outside of the laboratory where the doctor questioned them as they did not correspond to the patient¿s clinical picture. The following are the discrepant results for 4 patient samples tested for troponin t hs stat: patient ID (B)(6) initial result was 13 pg/ml. The repeat result was 8.6 pg/ml. Patient ID (B)(6) initial result was 18 pg/ml. The repeat result was 7.6 pg/ml. Patient ID (B)(6) initial result was 17 pg/ml. The repeat result was 10 pg/ml. Patient ID (B)(6) initial result was 17 pg/ml. The repeat result was 8.1 pg/ml.